Event description:
It was reported that the internal gasket fell apart.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the internal gasket fell apart.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root causes for the failure can be due to improper sterilization methods and/or handling error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. The product was not returned for investigation, thus the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.